Manufacturer narrative:
This supplement serves as a correction. The reported failure mode has been assessed as not reportable. Our evaluation determined that the event did not pose a risk to the health of patients, users, or bystanders. Additionally, the report did not allege a serious injury or death, nor would the recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).

Manufacturer narrative:
There is another complaints on the device related to this issue. This pump underwent routine maintenance testing by a third-party service provider where it was detected the pump's performance fell outside the acceptable range for offset. Following this discovery, the end user requested a hex file to recalibrate the pump. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On 10/15/2024, zyno medical received a request from the customer stating they needed the hex file. Per the customer the pump calibrated the volume. No patient was involved as it was discovered during testing.

Manufacturer narrative:
The pump was undergoing preventive maintenance (pm) at mckesson when it was found that the device failed the flow rate test. The pump was returned to intuvie and testing revealed that the pump passed flow rate testing with a deviation of -2.19% this confirms that the device needed a hex file on the device. The reported issue is confirmed. The pump will be transferred to service. A review of the serial number history found no similar complaints for this device. Reference to complaint# (B)(4).